Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) and as a result, was surgically abandoned. This lv lead was replaced with a left bundle branch (lbb) lead and no additional adverse patient effects were reported.